Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer loaded a new cartridge, insulin began to leak out of the bottom. The customer reported a blood glucose (bg) level in the 200's (mg/dl) and the customer was unsure if the bg level was above or below 240 mg/dl. The bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the leaking cartridge event.